Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse noted that it was an intermittent issue and could be related to the endoscope controller (ec). The fse replaced the ec to correct the reported problem. The system was tested and verified as ready for use. Isi has received the ec for evaluation and completed the failure analysis investigation. The reported failure could not be reproduced, but was confirmed via the logs (3 occurrences over 60 days). The ec was installed with a test system and booted in maintenance mode to program the unit software. The system then power cycled 10 times without error. As a preventative measure, the light engine will be replaced to fix the problem. A review of the procedure log confirmed the surgical procedure was performed on the reported event date. This complaint is being reported due to the following conclusion: the video image had a pink tint during a da vinci-assisted partial nephrectomy surgical procedure. The fse went to the customer site and replaced the ec to correct the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that the video image in the vision side cart (vsc) touchscreen and surgeon side console (ssc) high resolution stereo viewer (hrsv) had a pink tint. The customer reseated the camera cable, power cycled the system and tried another camera; however, the issue persisted. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer on 28-sep-2022 and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The site was able to continue and complete the procedure successfully.